Manufacturer narrative:
Internal complaint reference case (B)(4). The device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture with the two attached anchors was not returned. The depth limiter button was in the default position. The deployment needle was in the t2 position. A functional evaluation was conducted. The deployment needle functioned as designed. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy the second peek did not trip on the fast-fix device. The first implant was already anchored and it was removed using arthroscopy forceps. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.